Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: a device history record review was performed for provided lot number 8334972. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture sample, leakage was observed in the extension tubing. The side clamp was examined through the picture, however, no sharp edges or burrs could not identified. Ten retained samples form the manufacturing facility were obtained in an attempt to replicate this incident. No signs of leakage or tubing damage were observed on the ten samples after the side clamp was moved across the tubing. Our quality team will continue to monitor the production process for signs of this potential defect. Root cause description: based on the investigation conclusion the condition reported by the customer is confirmed. However, root cause to manufacturing process cannot be determined. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that during use leakage occurred at clamp on tubing with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: it was noticed that leakage at clamp on ext. Tubing (the indwelling needle has used for 2-3 days, and the clamping were used 4-6 times), so the issue to cause the patient retaining needle, the batch of indwelling needles had been suspended for usage in other batches, the equipment .